Event description:
It was reported that a cdh29 was used during a low anterior resection. It was reported by the affiliate that the instrument was placed and fired, but did not work. The surgeon claims there were no staples in the instrument. Surgeon continued by sewing.